Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
Customer reported that a vela ventilator had a front panel which was unresponsive during maintenance. No delamination was identified on the panel. Customer reported no patient involvement.